Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case and service code 107) has been confirmed. Upon investigation the monitor was unable to recognize an electrode belt.  As received, the belt receptacle was pulled from the monitor case and was loose from the j1001 connector on the computer / analog (ca) board causing j1001 pins to be bent. The root cause of the damaged receptacle is excessive force placed at the receptacle.  No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged and the patient was receiving a service code 107 (abnormal shutdowns).